Event description:
Literature was reviewed regarding damage to the entire deep brain stimulation system after the standard replacement of an implantable pulse generator, probably due to self-injurious behavior in a patient with advanced parkinson¿s disease. The following medtronic devices were used: activa sc 37603 and the 3389 dbs lead. Among the medtronic device patients adverse events / device product performance issues included: a 70 year old female patient who was implanted for parkinson's disease damaged the entire connector. The patient pulled the connector from the implant site severing the connector causing skin erosion and infection at the implant site. This also caused the stimulation to turn off resulting in the patient's return of tremors and rigidity. Treatment with intravenous antibiotics was initiated immediately. The patient underwent urgent surgery, during which the whole left-sided dbs system was removed, including the electrode, connector, and ipg from the left sub-clavicular region. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 3389 lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown: b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Piwowarski k, sobstyl m, karamon k. Damage to the entire deep brain stimulation system after the standard replacement of an implantable pulse generator, probably due to self-injurious behavior in a patient with advanced parkinson¿s disease. Postepy psychiatr neurol. 2025;34(2):124-129. Doi:10.5114/ppn.2025.151784. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.